Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down and displayed a black screen during a case. The programmer was unable to be powered back up after multiple attempts. The programmer was returned to service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer shut down on its own. It was indicated that an error was found in the recent log file. It was also indicated that the power cord bay was broken, and stylus was damaged and inoperative. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.